Event description:
Reporter indicated that vns patient has bradycardia in the 40's. It was reported that bradycardia is a normal event for this patient, but that the patient did not experience bradycarda prior to vns implant. Treating physician does not believe that the bradycardia is related to the vns therapy. It was reported that a physician treating the patient while hospitalized thought that the bradycardia could be vasovagal or maybe an allergic reaction to some seizure medication or perhaps related to sleep apnea. It was reported that the patient got sick and refused to eat, resulting in hospitalization for four days, at which time he was found to have a urinary tract infection and hypernatremia. It was also reported that the patient has experienced behavioral abnormality and episodes of behavior change that did not appear to be like a seizure, but there has been concern about breakthrough seizure lasting sometimes for an hour or so. Breakthrough seizures are reportedly not usual for this event. Treating physician is questioning the relationship of the reported events to the vns therapy because device settings were increased rapidly.

Event description:
Bradycardia is usual for this patient. The physician does not believe that the bradycardia is related to the vns therapy. The physician does not believe that the bradycardia is related to the vns therapy. Breakthrough seizures are not usual for this patient. It was reported that the patient was "somewhat poorly responsive". Further follow-up with the medical professional revealed that the reported breakthrough seizures were not related to the vns therapy. It was also reported that the device is working properly. It is unknown what caused the reported bradycardia. Causes of bradycardia include:patient physiology, cardiac conduction pathways, medications, stimulation or device diagnostics. The cause of the reported abnormal behavior is unknown. Possible causes in relation to the vns include: medication change or unknown physiological effects of vns.